Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had lost communication with the analyzer while checking the analyzer. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found errors in the software update history, there were analyzer errors during incoming testing which confirmed the reported event, the power bay assembly was broken, the floppy drive was defective, the keyboard was worn, the hinge cover plate was broken, the touchscreen assembly was broken, the power supply had loose parts inside, both upper hinges were worn and the display cover assembly was broken. As a result the analyzer flex, floppy drive, hinge cover plate, power bay assembly, keyboard, touchscreen, power supply, upper hinges, and display cover assembly were replaced. The touchscreen was calibrated. The device then passed all final functional and systems tests.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.